Event description:
Reported as the device was removed due to band erosion with a secondary port infection.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 16/jun/2009. The product associated with this report has not yet been returned. Based upon the implant date and model type provided by the reporter the connector type is assumed to be a taper ii. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding serial # has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated.